Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The instrument was analyzed and found to have one (1) severely bent grip, causing misalignment of the grip-tips. A clip cannot be properly released from the clip groove of the grip-tips. The grips were not found to have cracking damage. The complaint was confirmed by failure analysis.

Event description:
It was reported that during a da vinci-assisted general surgical procedure, the jaws of the medium-large hem-o-lok clip applier instrument were misaligned and would not unclamp correctly. No fragment fell into the patient. The user completed the procedure and no known impact or patient consequence was reported.